Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she as hospitalized for a high blood glucose in the 300 mg/dl range and diabetic ketoacidosis. The patient did not experience symptoms of hyperglycemia, and she attempted to treat with insulin shots and insulin pump therapy. The customer was treated in the ER and she was released when her blood glucose decreased to the 200 mg/dl range. Troubleshooting was initiated to inspect the insulin pump. The drive support cap appeared normal. There were no air bubbles in the tubing either. A prime was successfully performed with the current set as well. The infusion set cannula did not appear bent or crimped. The device settings were programmed accurately. A high pressure test was performed and the device successfully alarmed no delivery. The customer was advised to change their entire set, reservoir and insulin and treat per health care professional's instructions. The insulin pump was not returned for analysis.